Event description:
It was reported that the asymptomatic patient presented in the or for device upgrade, cine image revealed externalized conductors. All electrical measurements were normal. The lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.